Manufacturer narrative:
Please note that the lot number is unknown. A phone number was not provided for the initial reporter and is unknown. Therefore, +000(000)0000000 was inserted due to system requirements. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported from the cordis real-precise study, the patient experienced asystole during a procedure in which an 8mm x 40mm precise pro carotid self-expanding stent (ses) was implanted. The event was considered mild and resolved after treatment with medication. It was reported that the event was possibly related to the study device and possibly related to the index procedure. The patient was discharged two days following the procedure and remained on antiplatelet therapy. 63 months and 17 days after the initial procedure, the patient was hospitalized for a myocardial infarction that led to the death of the patient. The event was classified as severe. However, the adverse event was assessed as not related to the study device and not related to the index procedure. During the initial procedure, local anesthesia was administered and an ipsilateral femoral approach was used. The device was used per the instructions for use (IFU). The target lesion was the extracranial right internal carotid artery. The lesion length was 24mm with a reference vessel diameter of 7.4mm. Reference diameter distal to the lesion was 5.4mm. The lesion has a 99% stenosis and mild calcification. Pre-dilation was performed and the stent was successfully deployed and fully expanded without the need for balloon post-dilatation. No thrombosis of the expanded stent was observed, residual stenosis at the conclusion of the procedure was 0%, and no target lesion revascularization occurred prior to discharge. At approximately 35 months post-procedure, a subsequent follow-up evaluation was performed. Imaging with duplex ultrasound again demonstrated 0% residual stenosis of the treated lesion. There was no evidence of device deficiency, no in-stent restenosis, no thrombosis, and no target lesion revascularization since the prior follow-up. No new adverse events were reported in relation to the device or procedure during this interval. At approximately 60 months post-procedure, a final documented follow-up assessment was conducted. Duplex ultrasound imaging continued to demonstrate sustained patency of the treated lesion with 0% residual stenosis. No device deficiencies were observed, and no target lesion revascularization had occurred since the previous assessment. The device will not be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported from the cordis real-precise study, the patient experienced asystole during a procedure in which an 8mm x 40mm precise pro carotid self-expanding stent (ses) was implanted. The event was considered mild and resolved after treatment with medication. It was reported that the event was possibly related to the study device and possibly related to the index procedure. The patient was discharged two days following the procedure and remained on antiplatelet therapy. During the initial procedure, local anesthesia was administered and an ipsilateral femoral approach was used. The device was used per the instructions for use (IFU). The target lesion was the extracranial right internal carotid artery. The lesion length was 24mm with a reference vessel diameter of 7.4mm. Reference diameter distal to the lesion was 5.4mm. The lesion has a 99% stenosis and mild calcification. Pre-dilation was performed and the stent was successfully deployed and fully expanded without the need for balloon post-dilatation. No thrombosis of the expanded stent was observed, residual stenosis at the conclusion of the procedure was 0%, and no target lesion revascularization occurred prior to discharge. At approximately 35 months post-procedure, a subsequent follow-up evaluation was performed. Imaging with duplex ultrasound again demonstrated 0% residual stenosis of the treated lesion. There was no evidence of device deficiency, no in-stent restenosis, no thrombosis, and no target lesion revascularization since the prior follow-up. No new adverse events were reported in relation to the device or procedure during this interval. At approximately 60 months post-procedure, a final documented follow-up assessment was conducted. Duplex ultrasound imaging continued to demonstrate sustained patency of the treated lesion with 0% residual stenosis. No device deficiencies were observed, and no target lesion revascularization had occurred since the previous assessment. The device was not returned for evaluation. A product history record (phr) review could not be conducted as a lot number was not provided. Arrythmias, such as asystole, are a known potential adverse event associated with carotid stent implantation procedures and is listed in the instructions for use (IFU) as such. Asystole is defined as the absence of cardiac electrical activity resulting in no ventricular contraction and no cardiac output. Hemodynamic instability occurring during or after carotid stent placement can be influenced by baroreceptors located at the carotid bifurcation. These baroreceptors may be stimulated by mechanical stretch from interventional balloons, stent delivery systems (sds), distal protection devices, or the implanted stent itself, triggering a reflex arc via the glossopharyngeal nerve. This reflex can result in pronounced vagal stimulation, leading to significant bradycardia and, in rare cases, transient asystole. Stent placement may contribute to continued baroreceptor stimulation immediately following deployment. Such reactions are recognized physiologic responses to carotid sinus stimulation and are typically transient and procedural in nature. Based on the available information, patient and procedural factors likely contributed to the asystole experienced, especially since it resolved after treatment with medication. However, the event could not be observed. Based on the information available for review, there is no indication to suggest that the issue experienced is related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.